Event description:
It was reported that pump experienced malfunction with a displayed malfunction code, and no notable events occurred before issue started. There was no adverse impact to the customer's blood glucose level. Customer was unable to reset pump at time of call and planned to contact technical support again for assistance with resetting once access to charger was available, and no additional information was received regarding further actions or outcome.